Event description:
No additional information

Manufacturer narrative:
Investigation results: no product or photo was returned by the customer. The customer complaint of drip chamber separation could not be verified due to the product not being returned for failure investigation. Device history record review for model 10013364t lot number 23059177 was performed. The search showed that a total of 21,603 units in 1 lot number was built on 26may2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Drip chamber separations of this nature on material 10013364t and in the timeframe lot 23059177 was produced are consistent with a corrective and preventative action (CAPA). As a part of the CAPA, quality will increase the robustness of the disposable infusion set assembly process and prevent future occurrences of this type. As part of the action plan, the solvent dispenser machine and process was updated. Customer complaint trends will also continue to be evaluated on a monthly basis. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A2. Patient¿s birthday was not provided, 01-jan-xxxx was used based on age of patient b3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite texium secondary set sec w/ss dc 20dp was damaged. The following information was received by the initial reporter with the verbatim: nurse took cyclophosphamide chemotherapy out of bag with secondary set, hung up on IV pole and then noticed she was holding the secondary tubing, with the chemotherapy bag and drip chamber on the IV pole spilling chemotherapy. Tubing severed just below drip chamber. 3 nurses aided in spill cleanup. Lot# 23059177.